Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and sepsis. Reportedly, the patient had an open ulcer on his leg for some time before the explant. The patient was treated with IV antibiotics for approximately one month before explant. There were no additional adverse effects reported. This ICD was explanted.